Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While loading the 3.00x32mm taxus express2 drug eluting stent on the wire, the physician felt the edges were flared up on the proximal end. There was no pt contact.